Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the instrument displayed error code 43(sc mpu fs tx -15v monitor high hard error) after booting up.the use of the instrument was unknown. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation:the reported error code 43(sc mpu fs tx -15v monitor high hard error) after booting up was verified during service.during preliminary analysis there was comp/cable assy failure with the main cpu board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.